Event description:
A facility reported that a burn in the nostril was found after nasal craniopharyngioma surgery using a cusa clarity 36khz curved extended microtip¿ plus (c7415s). No surgical delay has been reported.

Manufacturer narrative:
The cusa clarity 36khz curved extended microtip¿ plus (c7415s) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Based on the limited available information and the fact that the product is not returning for evaluation, a definitive root cause cannot be determined. However, the cusa clarity tip IFU lists the warnings that could be related to the reported condition: potential burn hazard cusa clarity tips utilize a silicone flue. Compressing the flue against the side of the vibrating surface along the length of the tip may cause excessive heating, which may burn the adjacent tissue of the surgical site. Excessive loading of cusa clarity tips at the surgical site may induce heating due to vibration and acoustic power transmissions. Thermal management of the surgical site with the aid of the appropriate irrigation and aspiration settings is essential. The minimum aspiration level setting is 10%. This ensures proper handpiece cooling and performance. Insufficient aspiration may cause premature handpiece or tip failures and may induce heat exchange with the patient or user, and cause tissue burns. It is possible that one or more of the above warnings was the root cause of the burn in the nostril. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.